Event description:
It was reported that loss of atrial capture and sensing was observed post implant. The pocket was reopened and it was noted that the atrial setscrew was not properly tightened. The setscrew was replaced and tightened.

Manufacturer narrative:
No medwatch form was received.